Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain at their implantable pulse generator (ipg) pocket site as well as an electroshock. The patient was hospitalized and their device was reprogrammed, however, their pocket site pain persisted as well as pain along their cervical spine. The situation is ongoing. Additional information was received that the patient underwent changes to their medication as a result of the electroshock and burning sensation that radiates down her thigh. Additional information was received that the event is resolving.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain at their implantable pulse generator (ipg) pocket site as well as an electroshock. The patient was hospitalized and their device was reprogrammed, however, their pocket site pain persisted as well as pain along their cervical spine. The situation is ongoing. Additional information was received that the patient underwent changes to their medication as a result of the electroshock and burning sensation that radiates down her thigh.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain at their implantable pulse generator (ipg) pocket site as well as an electroshock. The patient was hospitalized and their device was reprogrammed, however, their pocket site pain persisted as well as pain along their cervical spine. The situation is ongoing. Additional information was received that the patient underwent changes to their medication as a result of the electroshock and burning sensation that radiates down her thigh. Additional information was received that the event is resolving. It was additionally reported that the patient underwent multiple computerized tomography scan (CT scan) and the results were unremarkable. The patient was prescribed oral pain medication, the device was reprogrammed and was later discharged from the hospital. It was also noted that the ipg site is continues to cause4 significant discomfort and is warn to the touch and tender to the palpation over the pocket site, and is experiencing inadequate stimulation.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain at their implantable pulse generator (ipg) pocket site as well as an electroshock sensation. The patient was hospitalized and their device was reprogrammed, however, their pocket site pain persisted as well as pain along their cervical spine. The situation is ongoing.